Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported during surgery the patient interface vacuum was too low. The patient interface was replaced and the procedure was completed. Additional information received noted the flap was created to 69% and then lost suction. The vacuum was retested and the patient interface was replaced. The flap was completed.